Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, a cervical leak occurred during the ablation after the physician moved the sheath for exploratory purposes. A burn was noted to the exterior of the cervix. No treatment was required. The patient was reported to be fine at the conclusion of the procedure. An additional attempt has been made to obtain follow up event details with no response from the clinician.